Event description:
It was reported to boston scientific corporation that an orise proknife was used in the large bowel during a submucosal dissection procedure on (B)(6) 2024. During the procedure, orise electrode injection lumen got clogged, unable to supply solution. Another orise proknife was used to complete the procedure. There were no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results; the electrode had detached from the device. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf result code c070603 captures the reportable investigation analysis of electrode detached. Block h11: investigation results the returned orise proknife was returned and analyzed. The device was returned without any visible failure. However, a functional inspection was performed by actuating the device, and it was noted that the electrode had detached from the device as it was not returned. The reported event was not confirmed; however, the device returned without the electrode. Based on the available information, the investigation findings of the detached electrode were most likely due to procedural factors, such as the length of time used, power settings required, handling technique, and/or tissue composition. Therefore, a review and analysis of all available information indicated the most probable root cause is adverse event related to procedure.